Event description:
The customer reported that the device was "not running normally, draining battery". There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.